Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100680433. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100806166. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an abdominal infection. As a result, the pump and cuff were explanted. The balloon was drained and retained. A new procedure is scheduled for replacement surgery within the next few months. No further patient complications were reported.